Event description:
It was reported the patient ¿had some difficulties making a connection between the implantable neurostimulator (ins) and the physician programmer.¿ the patient reportedly observed a power on reset (por) and error code 574 on their patient programmer. When the patient¿s ins was read with the physician programmer it was found that ¿all info regarding the ins, implant date, and settings were apparently reset.¿ the settings were reprogrammed into the patient¿s ins and ¿the ins worked normally afterwards.¿ the por was also cleared at that time. There was ¿no¿ patient harm, injury, or death due to the event and there were ¿no¿ actions required as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).